Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of call. Customer also reported that the insulin pump had insulin flow block alert during bolus and the insulin was exited. Troubleshooting was performed for insulin flow blocked alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was not active due to insulin flow blocked alarm at the time of incident.